Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, manual injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched and have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No other damages or defects were found with the device.